Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-600 mg/dl. The cause of blood glucose level was not known. The customer administered a bolus via the pump and a manual injection, performed a supply change, and drank water to address the issue and went to the emergency room with high ketones. The customer was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.